Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-720a-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe charred detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 18:26 minutes, 119,892 joules while using the surgical fiber during a prostate procedure, the fiber was replaced due to effectiveness/diminished vaporization efficiency. While preparing a second fiber for use, the fiber sterility was compromised and the fiber not used. The procedure was completed using a third surgical fiber. There was no injury reported. This event is for the first surgical fiber used.